Event description:
The customer reported being hospitalized for diabetic ketoacidosis with a blood glucose reading of 478 mg/dl. The customer had experienced high blood glucose levels for four days, and was vomiting prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer's mother stated that the doctors felt the insulin pump was not suggesting the correct amount of insulin delivery, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.